Manufacturer narrative:
Argus case: (B)(4).

Event description:
Abdominal distension [abdominal distension], aspiration [aspiration], pneumonia aspiration [pneumonia aspiration]. Case description: this case was reported by a physician via call center representative and described the occurrence of abdominal distension in a (B)(6) year-old male patient who received denture cleanser (japanese polident for partials (polident for partials with taed)) tablet for an unknown indication. Concurrent medical conditions included living in nursing home and dementia. On an unknown date, the patient started japanese polident for partials (polident for partials with taed). On an unknown date, an unknown time after starting japanese polident for partials (polident for partials with taed), the patient experienced abdominal distension (serious criteria hospitalization), aspiration (serious criteria hospitalization and gsk medically significant), pneumonia aspiration (serious criteria hospitalization and gsk medically significant) and accidental ingestion of product. The action taken with japanese polident for partials (polident for partials with taed) was unknown. On an unknown date, the outcome of the abdominal distension, aspiration, pneumonia aspiration and accidental ingestion of product were unknown. It was unknown if the reporter considered the abdominal distension, aspiration and pneumonia aspiration to be related to japanese polident for partials (polident for partials with taed). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on an unknown date, a male with dementia ingested japanese polident for partials (polident for partials with taed) tablet at a nursing home for elderly where the reporter worked as a commissioned physician. There was no witness, but several empty bags fell out. After that, the patient seemed to experience aspiration with abdominal distension and was hospitalized (serious criteria hospitalization) at the reporting. The reporting physician did not consult the patient, and the details were unknown. The patient had mild dementia with problem behavior and had a certain response including nodding when talking to him. The site was a nursing home for elderly and had a management accountability. The reporter was asked to investigate the event. According to the hospital, the patient experienced pneumonia aspiration (serious criteria hospitalization and gsk medically significant). The reporter considered that a serious symptom would not occur even if ingesting the tablet.